Event description:
It was reported that the pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to plug the pump into a different wall outlet and leave it plugged in for at least 30 minutes to see if the pump would begin charging. The customer indicated they would call back if the issue persisted.